Event description:
The event is reported as: jamming during use. No pt injury reported.

Manufacturer narrative:
The device sample is available for eval. The device sample was not returned at the time of this report. A CAPA was opened to address the issue of jamming. A follow-up report will be filed if additional info is received.